Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient experienced a percutaneous lead infection. The patient was treated with IV antibiotics via peripherally inserted central catheter (PICC) and was discharged home.

Manufacturer narrative:
The pump remains in use supporting the patient. A supplemental report will be submitted when the manufacturer's investigation is completed. No further information is available at this time.